Event description:
It was reported "misfire/jamming-multiple staples firing". Another deviced was used to complete the procedure. The patient's current condition is "unknown".

Manufacturer narrative:
Qn# (B)(4). UDI#: (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "misfire/jamming-multiple staples firing". Another device was used to complete the procedure. The patient's current condition is "unknown".

Manufacturer narrative:
(B)(4). There were signs of biological material on the device. The stapler was received with 31 staples left in the cover block, indicating that at least 4 staples were fired by the customer. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon functional inspection, the first fire attempt resulted in the staple fully forming and releasing. The next 10 fire attempts in the skin pad correctly formed and released. On the eleventh fire attempt, one fully formed staple and one unformed staple released at the same time. The next 8 fire attempts in the skin pad correctly formed and released. The device was disassembled and die casting anomalies were discovered on the forming tool. The pusher appeared misaligned. No other defects or anomalies were observed. The anvil was in the proper orientation. The source of the staple misalignment could not be conclusively determined. The reported complaint of " misfire/jamming-multiple staples firing" was confirmed based upon the sample received. The returned stapler revealed that the first three staples were severely misaligned. Upon functional inspection, the first fire attempt resulted in the staple fully forming and releasing. The next 10 fire attempts in the skin pad correctly formed and released. On the eleventh fire attempt, one fully formed staple and one unformed staple released at the same time. The next 8 fire attempts in the skin pad correctly formed and released. A device history record review was performed, and no relevant findings were identified. The sample was disassembled. Die casting anomalies were observed on the forming tool. The source of the staple misalignment could not be conclusively determined. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.